Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for two unknown locking screws belonging to product family 04.005.5xx. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that during the removal operation of a locking compression plate-proximal lateral tibia; the surgeon could not remove the two locking screws with a driver. One screw was at the most proximal hole and the other screw was at the second proximal hole of the shaft. The driver tip was found to be worn off. The surgeon tried again to remove the screws with two extraction screws, but they broke. The locking screws were cut with a diamond cutting burr and finally removed using a hollow reamer and pliers. There was no harm to the patient. There was a report of a sixty minute surgical delay. This report is for two unknown locking screws. This report is for 1 of 6 (B)(4).